Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for low blood glucose, and found that she was hospitalized twice afterwards and the transmitter was burning the skin. Initially, the customer reported regarding burning sensation with transmitter, but the customer did not want to troubleshoot or discuss about the event. The customer stated that she was working with the doctor about these issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.